Event description:
It was reported that resident md attempted to place catheter subclavian in an obese pt. Attending md relunctantly allowed subclavian approach because resident would soon rotate out of dept and had not performed a subclavian placement. During attempt, approach was medial. After two sticks, attending md stopped procedure. Pt's stats dropped to 88%. Pt placed on 100% oxygen and stat cxr ordered as systolic bp fell. Pt was opened up immediately. Two punctures were found in aorta. No punctures in lungs.